Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. In (B)(6) 2016, the patient experienced procedural pain ("painful post operative recovery"). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain / cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal infection ("vaginal infections"), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total hysterectomy and salpingectomy in (B)(6)2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, vaginal infection, fatigue, weight fluctuation and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, vaginal infection, fatigue, weight fluctuation and procedural pain to be related to essure. The reporter did not wish any further contact with the company. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from severe pelvic pain and abnormal bleeding (seen as genital bleeding). She underwent a total hysterectomy and salpingectomy 7 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding are common in women and may have multiple causes. This legal case was reported with limited information. Consumer's medical history and concurrent conditions were not provided. Given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight, nausea, vomiting, constipation, dysuria, proteinuria, burning micturition and throbbing pain. Concomitant products included citalopram, ibuprofen, meloxicam and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month after insertion of essure, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("severe abdominal pain / cramping"), the first episode of back pain ("severe back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations / weight gain / weight loss"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infection"), the first episode of vaginal infection ("vaginal infection"), muscle spasms ("leg cramps"), abdominal pain lower ("hip cramps") and uterine pain ("uterus pain"). In (B)(6) 2016, the patient experienced procedural pain ("painful post operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of vaginal infection ("vaginal infections"), depression ("depression"), anxiety ("anxiety"), endometriosis ("endometriosis"), ovarian cyst ("cysts on ovaries"), menstrual disorder ("abnormal cycles") and the second episode of back pain ("back pain"). The patient was treated with surgery ((B)(6) 2016 (bilateral salpingectomy - bilateral salpingectomy) and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, the last episode of vaginal infection, fatigue, weight fluctuation, procedural pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, endometriosis, ovarian cyst, menstrual disorder, muscle spasms, abdominal pain lower, the last episode of back pain and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, muscle spasms, ovarian cyst, pelvic pain, procedural pain, urinary tract infection, uterine pain, vaginal haemorrhage, weight fluctuation, the first episode of back pain, the first episode of vaginal infection, the second episode of back pain and the second episode of vaginal infection to be related to essure. The reporter commented: the injuries or symptoms resulted from essure were decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, dyspareunia, anxiety, depression, pelvic pain, dyspareunia, abdominal pain, endometriosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, urinary tract infection, vaginal infection, depression, anxiety, endometriosis, cysts on ovaries, abnormal cycles, leg cramps, hip cramps, back pain and uterus pain were added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from severe pelvic pain and abnormal bleeding (seen as genital bleeding). She underwent a total hysterectomy and salpingectomy 7 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding are common in women and may have multiple causes. This legal case was reported with limited information. Consumer's medical history and concurrent conditions were not provided. Given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.